Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having headache, dizziness. Patient also alleged of having open heart surgery alleged a strange odor while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience particles in tubing/chamber and having headache, dizziness. There was no medical intervention required by the patient. The reported event of headache, dizziness, lighthead and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. After the first attempt to have the device and components returned for evaluation, customer responded that as soon as she receives the replacement, she will return the device. The manufacturer is submitting a final report at this time. The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed.